Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope displayed error code b30 scope communication error. The issue was found during reprocessing. Patient was not under anesthesia and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to defective suction connector and printed circuit board, error code e315 appeared; the insertion tube was scratched; the objective lens was scratched slightly; the objective lens was scratched slightly; the light guide lens was scratched slightly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause could not be conclusively determined. Although the e315 was confirmed, the b30 error could not be reproduced. It is likely, however, that both errors occurred due to the broken scope connector. The following information from the instructions for use pertains to this event: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the white light imaging and narrow band imaging endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.